Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the application software was reinstalled on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system displayed an error message stating, "an error may have damaged the system's integrity" and would not start up the viewing station of the imaging system. The imaging system displayed that communication could not be established with the viewing station. The issue occurred when attempting to perform an image acquisition. Restarting the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.